Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill was not observed. The blood meniscus is visible under the bottom edge of the closure. 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally, 10 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.